Event description:
The customer replaced the photo therapy lamps with incorrect lamps, not provied by hill-rom air-shields. The result was shattering of the infrared (ir) filter, which fell on to the ultraviolet (uv) filter causing it to partially melt. No injury occurred.